Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the patient's bicuspid anatomy contributed to the infold. The misload was noted to not be due to a new valve loader.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a lot of tension was felt while loading. Upon fluoroscopic inspection of the valve load, a misload was identified due to an infold extending to node 4.5. Subsequently, the same valve was reloaded onto the same delivery catheter system (dcs). Upon fluoroscopic inspection, a line appeared just to the 4th node. Therefore, the valve and dcs were used for implant. A pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's bicuspid aortic valve using a 22 millimeter (mm) non-medtronic balloon. Upon the first deployment, the implant depth was too deep and the valve was recaptured. Upon the second deployment attempt, an infold was noted. The target implant depth when the infold occurred was 3 mm. Subsequently, the valve was recaptured; however, there was difficulty recapturing. The valve and dcs were successfully withdrawn from the patient, and a new valve and new dcs were used to complete the procedure without any issues. It was noted that a 15 minute procedural delay occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.